Event description:
The risk manager and pharmacist at the hospital reported the following event : "a patient with a right hip prothesis went to a follow-up visit on (B)(6) 2013 because she had pain in her right thigh. There was no fall. Radiological assessment showed non-union of the right femoral diaphysis with fracture of the stryker dall-mile plate implanted on (B)(6) 2012. The broken plate was explanted and replaced by another plate, with tutogen graft and bmp membrane and strapping."

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The material analysis concluded the device fractured in fatigue. No material or manufacturing defects were observed. Review of patient medical records and x-rays concluded that multiple patient factors are the root cause of the reported plate fracture. The investigation concluded that plate fracture was caused by multiple patient factors which include weak bone and poor vascularity at the fracture site.

Event description:
The risk manager and pharmacist at the hospital reported the following event : "a patient with a right hip prothesis went to a follow-up visit on (B)(6) 2013 because she had pain in her right thigh. There was no fall. Radiological assessment showed non-union of the right femoral diaphysis with fracture of the stryker dall-mile plate implanted on (B)(6) 2012. The broken plate was explanted and replaced by another plate, with tutogen graft and bmp membrane and strapping."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.